Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the seat is broken and under 6 months warranty. The support bar on the seat is bending and the seat is broken.